Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2012, resulting in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2012-01003. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
It was reported that the patient was reimplanted with a new device (date not reported). Corrections: the correct patient identifier is (B)(6); not as previously reported (B)(6). The correct date of event is (B)(6) 2012; not as previously reported (B)(6) 2012. This complaint is not a duplicate of report 6000034-2012-01003 as previously reported. This report is filed (B)(4) 2012.